Manufacturer narrative:
(B)(4). Date sent: 7/22/2021. Additional information was requested, and the following was obtained: how many days postoperative did the leak occur? All three leaks occured 3-5 weeks post op. The diets could not be advanced which was the reason for the patient to return to the office. How was the leak identified? -patients were identified though a CT scan with oral contrast. 2 of the patients were stented while the other presented with inflammation on the staple line. Were there any issues experienced with the device in the initial surgical procedure? There were no issues presented with the device during the procedure. Was a leak test performed? If so, what type and what was the result? There was a leak test preformed on all patients intra op using a scope(egd). The leak test/bubble test was performed and was successful with all patients. No leaks presented. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. -there were no issues noted with staple formation. Additional information received: during these sleeve procedures, the surgeon was hugging the esophagus at the angle of his (which is where the leaks presented). I have spoken with her and showed her data on leaving 1 cm of fundus past the angle of his. I believe this is where the issue may have come from and we have corrected this part of her technique.

Manufacturer narrative:
(B)(4). Event date: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Could you please specify how the leak was controlled? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that it was told by the surgeon that from november to march she has had 3 leaks on lap sleeve gastrectomy's. Patients have been stented and have not needed reoperation.